Manufacturer narrative:
Patient code was used for the cardiovascular event as there is no other code that best describes an unspecified cardiovascular event. This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event caused by the product administered to the patient for dialysis treatment.